Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reported having burning sensation at pocket site when the implant only when battery was almost dead. Further inquiry showed that patient has sensation even with therapy off, especially when bending over. Technical services(ts) told rep that issue was not likely related to scs therapy if patient felt burning sensation even when therapy was off. Redirected to hcp to discuss/look for medical cause of the sensation. Issue started since (B)(6) 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2022. The cause of the burning sensation was not determined, and surgical intervention to replace the ins is scheduled for (B)(6) 2022 to resolve the issue. Additional information was received from a rep on (B)(6) 2022. It was reported that the issue has not yet been resolved because the replacement was delayed. Replacement is still planned but has not been rescheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.